Event description:
The customer reported that the forcefx generator was used with an hra5 return electrode during a caesarean section. Two days after the surgery, a "palm-sized" 2nd degree burn was discovered in the region of the patient's buttocks and right gluteal thigh. The site indicated that a typical amount of amniotic fluid had flowed under the patient, but the patient's skin had not been immediately kept dry, resulting in the burn to the patient. The necrosis was removed from the burn area, the wound was dried, and a bandage was applied.

Manufacturer narrative:
(B)(4). The generator was returned for evaluation. Nothing was found that would have caused or contributed to the reported event. The unit functioned normally and met specifications.